Event description:
The customer obtained several low or zero results for multiple samples and multiple analytes. The field service representative replaced the liquid level detector to repair the analyzer.